Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that upon insertion of (cardiac pump) cp, struggled to get the repo sheath and sterile sleeve pushed back in order to allow operational length of catheter to be inserted. Took more than expected force two push back. Once cp was placed adequately into the lv, experienced difficulty removing the impella wire. Required more than expected force to remove and upon removal a portion of the wire broke off and lodge partially in the peel away sheath. It was able to successfully retrieve the remaining part of the wire. Upon initiation of support it showed flow issues with the cp. It was decided to explant the device. Replaced with new cp and insertion and function were as expected. The procedure was completed successfully.